Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient had undergone a reverse total shoulder arthroplasty, (B)(6) 2018. The patient was experiencing pain with shoulder pain from impingement. CT/MRI were performed by the original surgeon and a decision was made to perform a revision procedure, (B)(6) 2020. During the revision procedure the surgeon explanted the ar-9503s-03 (lot170137113) and ar-9504s-04 (lot 170147116). To complete the procedure the surgeon swapped an inferior glenosphere and put in a new poly the same size. The same surgeon performed both procedures. The same arthrex sales representative was present for both procedures. Per facility the devices will not be returned.